Event description:
It was reported that the implantable cardioverter defibrillator exhibited p-wave amplitude variation and undersesning. No programming changes were performed. The patient was in stable condition.